Event description:
Customer reported the insulin pump alarmed motor error alarm occurred during fixed prime. Customer's blood glucose level was 140 mg/dl. Customer does not recall any significant events that may have caused the alarm. Customer was not exposed to strong magnetic field or MRI. Customer was instructed how to cleared the alarm. The sensor feature is not used. She was unable to rewind the device. Customer was advised to discontinue use of the device and to revert to back up plan. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The rewind functioned properly during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.